Manufacturer narrative:
Additional information: device manufacture date provided. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after the site had downloaded a patient exam from electronic picture archiving and communication systems (pacs), they hit ¿done¿ and the system said ¿exiting¿ and refused to move past that. The ¿ctrl-alt-backspace¿ command did not take them back to ¿select application¿ screen. The site had to hard reboot the system. When the system came back up, the scan was present, and the system was functioning normally again. There was no patient present when this issue was identified.